Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called to report experiencing multiple insulin occlusion alerts over several days, stating that the alerts had occurred approximately seven to eight times over a three- to four-day period, including several alerts within a short timeframe. The patient reported changing supplies multiple times without resolution and denied the presence of scar tissue at infusion sites used with the infusion set. The patient disclosed refilling cartridges by adding insulin to partially filled cartridges. Education was provided explaining that refilling or mixing insulin in cartridges could contribute to occlusion alerts and was not recommended. The patient planned to replace the cartridge with a newly filled cartridge and agreed to follow up. Blood glucose levels were affected during the event, with a reported peak of 262 mg/dl and elevation above 180 mg/dl lasting approximately two hours. The device provided alerts for blood glucose above 180 mg/dl for more than 90 minutes. No back-up therapy was used, no ketone testing was performed, no recent steroid injections were reported, and no professional medical intervention was received. The patient did not require assistance and reported no immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. During follow-up contact, the patient reported replacing the cartridge and stated that no additional occlusion alerts had occurred since the change. The patient acknowledged understanding that insulin should not be mixed in cartridges. Blood glucose levels were reported to have stabilized at 132 mg/dl. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.